Event description:
During the t2 ann surgery, when the drilling for the screw, the 4.2mm drill was broken and remained in the calcaneus. The surgeon removed the tip of the broken drill and tried to insert the screw along the device but could not insert the screw. The surgeon inserted the screw with free hand technique.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.